Manufacturer narrative:
Date sent to the FDA: 2/1/2016.it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent mesh revision/removal on (B)(6) 2013. It was reported that patient underwent mesh removal on (B)(6) 1965 due to erosion. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced trouble urinating and chronic pain following the procedure. It was further reported that the patient continues to suffer from incontinence. No additional information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.